Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a open book image. Customer's blood glucose value was 152 mg/dl. Customer received open book image on the insulin pump's screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer reported a crack on the insulin pump. Troubleshooting was assisted. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review of the unit¿s interior, the battery compartment has some corrosion inside, but other than that, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Device was received with a crack in the battery tube that extends to the top of the unit where a huge chunk of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).